Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2024, with lot number 2840216. Based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as fold flaw opening. Additional observations: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.